Event description:
Subsequent information has been received that there have been additional out of range shock impedance measurements on this lead. Ts discussed further evaluation of the device system. To date, no adverse patient effects have been reported, and the field representative reports that the patient's clinic is attempting to schedule patient for additional testing.

Event description:
Boston scientific received information that a high out of range shock impedance was noted with this cardiac resynchronization therapy defibrillator (crt-d) system. The alert was received through the patient's home monitoring system. The local boston scientific field representative reported that the impedance measurements had been stable in the 50 ohm range, and then there was an acute change to greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. The representative was going to discuss the issue with the physician. Subsequent information was received that, at this time, routine follow-up will continue. No adverse patient effects were reported. This device system remains in service.

Manufacturer narrative:
As no further information concerning this report is available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Further information has been received that this device system was evaluated in clinic, and the high out of range shock impedance measurements were reproduced in one (distal coil to proximal coil) of the three shocking configurations that are available. The patient was then taken to the lab where high and low energy shocks were delivered and, again, high out of range shock impedance measurements were obtained in the distal coil to proximal coil configuration. The other two configurations (triad and rv distal coil to can) shock impedance measurements were within normal limits. The lead was also evaluated with fluoroscopy and no integrity issues were identified. The physician opted to program the shocking vector from distal coil to can. In this configuration acceptable defibrillation threshold (dft) test results were obtained. No additional adverse patient effects were reported.